Event description:
The customer reported that x-rays were disabled. This resulted in a loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was evaluated and replaced. The video board was reseated. The voltage on 5v power supply was re-adjusted. The system was tested and found to be working as intended and returned to service.